Event description:
The customer stated that imprecise patient results are being generated by architect i2000 stat tropoini-I assay (lots 11455c006 and 11605un06). Suspect patient results were reported outside the laboratory. There were no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.